Event description:
It was observed that during the device evaluation, the colonovideoscope presented noise in the image and the nozzle had foreign objects present. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the noisy image display. However, a definitive root cause could not be determined for the presence of the foreign material in the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.